Manufacturer narrative:
H10. Updated information -g2. Foreign. H6. Investigation results - the most likely cause for the pending revision reported due to early prosthesis wear is a combination of the risk factors. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. However, this cannot be confirmed from the reported information.

Event description:
It was reported via legal documentation that on (B)(6) 2020, a patient had a left total endoprosthesis implanted, which also included a connexion gxl® neutral liner from the novation® crown cup model series from your company. It is stated that the patient suffers from considerable pain when resting and moving (when walking, sitting, lying down), which over time has also spread to the back area due to the relieving posture associated with the pain. Subsequent examinations confirmed the suspicion that the implant showed considerable wear, which is why the attending physicians determined that an immediate revision was necessary. Implant components were not yet available, the medically indicated intervention could not yet be carried out. There is no other patient demographic or medical history available. No other information is available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D10. Concomitants: sn (B)(6); 180-01-52 - crown cup,cluster-hole gr.52. These devices are used for treatment not diagnosis. Pending investigation. No other information is available.